Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the nozzle units of the o2 gas module and air gas module were replaced. Despite of several reminders, no nozzle units have been received. The air and o2 gas module regulates the inspiratory air and oxygen gas flow to the patient. Evaluation of the received device logs shows no matching event on the reported event day. At august 20 during the time period 06:44 to 09:19, had several alarms for high o2 concentration. The pre-use check was confirmed to be successful both before and after the event. Based on the device log evaluation our conclusion is that the problem was intermittent characteristic and that the event was likely caused by the nozzle units recently installed. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator fluctuated in o2 concentration. There was no patient harm. (B)(4).